Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that it is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 404, 395, 471, 508 and 311 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 170 mg/dl. Customer stated that he was just in the hospital for a hip replacement, and that his blood glucose test result in the hospital was never over 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2020 and test strips were opened two weeks ago. Verified that the meter was not coded properly (5064). The meter memory was reviewed for previous test result history (date/time not set): (B)(6).